Manufacturer narrative:
Complaint conclusion: during initial inflation, the 2mm x 30cm x 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at approximately five atmospheres (atm). The saber balloon was advanced together with the non-cordis guidewire crossed the lesion but ruptured. Therefore, it was replaced with a new saber balloon catheter and the procedure was completed. There was no reported patient injury. An ipsilateral antegrade approach was made in the procedure. The lesion was at the back of the patient¿s knee or the popliteal artery which had a little calcification. The procedure used a non-cordis catheter sheath introducer and a non-cordis guidewire. The product was not returned for analysis as it was discarded due to suspicious infectious diseases. A product history record (phr) review of lot 82176352 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the product was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics or procedural factors may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and procedural factors and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
During the initial inflation, the 2mm x 30cm x 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter together with the non-cordis guidewire crossed the lesion however it ruptured at approximately 5 atmospheres (atm). Therefore, it was replaced with a new saber balloon catheter and the procedure was completed. There was no reported patient injury. An ipsilateral antegrade approach was made in the procedure. The lesion was at the back of the patient¿s knee or the popliteal artery which had a little calcification. The procedure used a non-cordis catheter sheath introducer & a non-cordis guidewire. The device will not be returned for analysis since it was discarded due to suspicious infectious diseases.